Event description:
Co received a report via the FDA of a 16 year old female patient experiencing either a corneal infection or unspecified reaction in both eyes after using ultracare system. Patient received medical treatment as specified below. The event abated and then reoccurred with rechallenge. It was reportedly the opinion of the attending ophthalmologist that the solution was the cause of the patient's experience. The physician also reportedly felt that the labeling should include stronger warnings of possible reactions. The sponsor feels that the labeling does adequetely discuss the serious potential events. Corrective treatment: antibiotic eye drops and anti-inflammatory medication.